Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event for four days. On unreported date(s), the patient was treated with cephalotin (1 g, intraperitoneally, for seven days), amikacin (100 mg, intraperitoneally, for seven days), teicoplanin (200 mg, intraperitoneally, for 21 days), and amikacin (100 mg, intraperitoneally, for 21 days) for the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.